Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited noise with some inhibition. The patient experience pre-syncope. The device was reprogrammed, the physician was content with the numbers and would continue to monitor the patient.